Manufacturer narrative:
(B)(4):the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and ok keypad buttons were found to be sticking/intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was sticking and required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.